Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited undersensing. Programming changes was suggested; no changes or interventions were performed. The patient condition was not known.